Manufacturer narrative:
(B)(4) investigational report: the root cause category is non assignable (complaint not confirmed). No quality issues were identified upon this review of batch record or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Corrective action procedures for individual cell temperature were completed for run day four. Wrap samples were pulled from the same hour of production as the wrap with the out of specification thermal result. The resample wraps met the required specification for thermal temperature. All procedures were followed, and all criteria met. There is no way to determine if the temperature of the actual wrap used by the customer was outside the thermal temperature in process limit and cannot be confirmed. Outside of the investigations discussed in this report, there was no other out of specification temperature events associated with this batch over the five day production run. Event report (B)(4) (manufacturing investigation) determined method/procedure as the root cause of the hot cell. Production of thermacare wraps with hot cells is a known, non-conformance; as these defects can randomly occur due to manufacturing process variability. The root cause is considered a process variability.

Event description:
Event verbatim [preferred term] burning with blisters / 1 euro coin-sized burn blister at the side of the back, second degree [burns second degree], (B)(6) used thermacare heatwrap directly on the skin [device use error], would possibly have long-term damage like scars [scar]. Case narrative: this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip), device lot# n33570, from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications included blood pressure medication, cholesterol medication and acetylsalicylic acid (ass) 75 mg. The patient experienced burning with blisters on an unspecified date with outcome of unknown. Upon follow up, the event was described as "1 euro coin-sized burn blister at the side of the back, second degree." A surgical intervention was not required. The patient would possibly have long-term damage like scars with the outcome of unknown. The burn was treated with burn ointment, plaster and panthenol. It was also reported the patient used thermacare heatwrap directly on the skin on an unspecified date with the outcome of unknown. The action taken in response to the event for thermacare heatwrap was unknown. According to the product quality complaint group: pfizer albany investigational report: the root cause category is non assignable (complaint not confirmed). No quality issues were identified upon this review of batch record or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Corrective action procedures for individual cell temperature were completed for run day four. Wrap samples were pulled from the same hour of production as the wrap with the out of specification thermal result. The resample wraps met the required specification for thermal temperature. All procedures were followed, and all criteria met. There is no way to determine if the temperature of the actual wrap used by the customer was outside the thermal temperature in process limit and cannot be confirmed. Outside of the investigations discussed in this report, there was no other out of specification temperature events associated with this batch over the five day production run. Event report (B)(4) (manufacturing investigation) determined method/procedure as the root cause of the hot cell. Production of thermacare wraps with hot cells is a known, non-conformance; as these defects can randomly occur due to manufacturing process variability. The root cause is considered a process variability. Additional information has been requested and will be provided as it becomes available. Follow-up (02feb2017): new information received from product quality complaint group includes investigation results. Follow-up (10feb2017): new information from contactable pharmacist included concomitant medications and reaction data (event description "1 euro coin-sized burn blister at the side of the back, second degree", additional event of scars, and treatment). Company clinical evaluation comment: based on the information provided, the reported events burn blister, device use error and scar are as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Follow-up (10apr2017): follow-up attempts completed. No further information expected. Amendment: this follow-up report is being submitted to amend previously reported information: updated 'device evaluated by MFR' as 'not returned to manufacturer' in device medwatch information dialog box. In addition, recoded event "(B)(6) used thermacare heatwrap directly on the skin" from lower level term "wrong technique in device usage process" to lower level term "device use error". Comment: based on the information provided, the reported events burn blister, device use error and scar are as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burning with blisters [burns second degree]; used thermacare heatwrap directly on the skin [device use error]. Case narrative:this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip), device lot# n33570, from an unspecified date to an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced burning with blisters on an unspecified date with outcome of unknown. It was also reported the patient used thermacare heatwrap directly on the skin on an unspecified date with the outcome of unknown. The action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the reported events burn blister and device use error are as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Comment: based on the information provided, the reported events burn blister and device use error are as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
Pfizer (B)(4) investigational report: the root cause category is non assignable (complaint not confirmed). No quality issues were identified upon this review of batch record or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Corrective action procedures for individual cell temperature were completed for run day four. Wrap samples were pulled from the same hour of production as the wrap with the out of specification thermal result. The resample wraps met the required specification for thermal temperature. All procedures were followed, and all criteria met. There is no way to determine if the temperature of the actual wrap used by the customer was outside the thermal temperature in process limit and cannot be confirmed. Outside of the investigations discussed in this report, there was no other out of specification temperature events associated with this batch over the five day production run. Event report (B)(4) (manufacturing investigation) determined method/procedure as the root cause of the hot cell. Production of thermacare wraps with hot cells is a known, non-conformance; as these defects can randomly occur due to manufacturing process variability. The root cause is considered a process variability.

Event description:
Burning with blisters [burns second degree] , used thermacare heatwrap directly on the skin [device use error] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip), device lot# n33570, from an unspecified date to an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced burning with blisters on an unspecified date with outcome of unknown. It was also reported the patient used thermacare heatwrap directly on the skin on an unspecified date with the outcome of unknown. The action taken in response to the event for thermacare heatwrap was unknown. According to the product quality complaint group: pfizer albany investigational report: the root cause category is non assignable (complaint not confirmed). No quality issues were identified upon this review of batch record or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Corrective action procedures for individual cell temperature were completed for run day four. Wrap samples were pulled from the same hour of production as the wrap with the out of specification thermal result. The resample wraps met the required specification for thermal temperature. All procedures were followed, and all criteria met. There is no way to determine if the temperature of the actual wrap used by the customer was outside the thermal temperature in process limit and cannot be confirmed. Outside of the investigations discussed in this report, there was no other out of specification temperature events associated with this batch over the five day production run. Event report (B)(4) (manufacturing investigation) determined method/procedure as the root cause of the hot cell. Production of thermacare wraps with hot cells is a known, non-conformance; as these defects can randomly occur due to manufacturing process variability. The root cause is considered a process variability. Additional information has been requested and will be provided as it becomes available. Follow-up (02feb2017): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment based on the information provided, the reported events burn blister and device use error are as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the reported events burn blister and device use error are as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
Pfizer (B)(4) investigational report: the root cause category is non assignable (complaint not confirmed). No quality issues were identified upon this review of batch record or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Corrective action procedures for individual cell temperature were completed for run day four. Wrap samples were pulled from the same hour of production as the wrap with the out of specification thermal result. The resample wraps met the required specification for thermal temperature. All procedures were followed, and all criteria met. There is no way to determine if the temperature of the actual wrap used by the customer was outside the thermal temperature in process limit and cannot be confirmed. Outside of the investigations discussed in this report, there was no other out of specification temperature events associated with this batch over the five day production run. Event report (B)(4) (manufacturing investigation) determined method/procedure as the root cause of the hot cell. Production of thermacare wraps with hot cells is a known, non-conformance; as these defects can randomly occur due to manufacturing process variability. The root cause is considered a process variability.

Event description:
Event verbatim [preferred term] burning with blisters / 1 euro coin-sized burn blister at the side of the back, second degree [burns second degree], (B)(6) used thermacare heatwrap directly on the skin [device use error], would possibly have long-term damage like scars [scar]. Case narrative: this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip), device lot# n33570, from an unspecified date to an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications included blood pressure medication, cholesterol medication and acetylsalicylic acid (ass) 75 mg. The patient experienced burning with blisters on an unspecified date with outcome of unknown. Upon follow up, the event was described as "1 euro coin-sized burn blister at the side of the back, second degree." A surgical intervention was not required. The patient would possibly have long-term damage like scars with the outcome of unknown. The burn was treated with burn ointment, plaster and panthenol. It was also reported the patient used thermacare heatwrap directly on the skin on an unspecified date with the outcome of unknown. The action taken in response to the event for thermacare heatwrap was unknown. According to the product quality complaint group: pfizer (B)(4) investigational report: the root cause category is non assignable (complaint not confirmed). No quality issues were identified upon this review of batch record or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Corrective action procedures for individual cell temperature were completed for run day four. Wrap samples were pulled from the same hour of production as the wrap with the out of specification thermal result. The resample wraps met the required specification for thermal temperature. All procedures were followed, and all criteria met. There is no way to determine if the temperature of the actual wrap used by the customer was outside the thermal temperature in process limit and cannot be confirmed. Outside of the investigations discussed in this report, there was no other out of specification temperature events associated with this batch over the five day production run. Event report (B)(4) (manufacturing investigation) determined method/procedure as the root cause of the hot cell. Production of thermacare wraps with hot cells is a known, non-conformance; as these defects can randomly occur due to manufacturing process variability. The root cause is considered a process variability. Additional information has been requested and will be provided as it becomes available. Follow-up (02feb2017): new information received from product quality complaint group includes investigation results. Follow-up (10feb2017): new information from contactable pharmacist included concomitant medications and reaction data (event description "1 euro coin-sized burn blister at the side of the back, second degree", additional event of scars, and treatment). Company clinical evaluation comment based on the information provided, the reported events burn blister, device use error and scar are as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the reported events burn blister, device use error and scar are as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.